Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There are no "loss of prime" warnings observed in the black box. There are no prime values greater than 1 unit observed in the prime history. A rewind, load, and prime sequence was successfully performed with no alarms occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.

Event description:
On (B)(6) 2012, the patient claimed she received treatment for dka for a blood glucose registered as "hi," above 600 mg/dl. Reportedly, the patient had symptoms described as "nausea and vomiting." Upon her admission to the hospital, her blood glucose read "657 mg/dl." The hcp attributed the patient's elevated blood glucose reading to her food intake. On (B)(6) 2012, the patient was released from the hospital and continued insulin pump therapy. Her blood glucose reading during the time of the call to animas was 98 mg/dl. During troubleshooting, the animas representative discovered the patient was not priming the insulin pump correctly since she never waited to see insulin coming out of the tubing. The issue was resolved with training. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient allegedly required treatment for dka while on insulin pump therapy.